Event description:
Harmonic stopped working halfway through procedure. Manufacturer response for ultrasonic shear handpiece, harmonic (per site reporter). Rep notified on [redacted date] and coordinating a return.